Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture breast implant with no external coating and completely loose prosthesis" diagnosed via ultrasound. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "intracapsular rupture breast implant with no external coating and completely loose prosthesis" diagnosed via ultrasound. This record is for the right side. Device has been explanted.